Manufacturer narrative:
Section a2: mean age 70.9±7.1 section a3: 16 male and 39 female sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is november 3rd, 2023. The study was conducted for surgeries performed between (B)(6) 2021 and (B)(6) 2022 section d4: model number: model number is unknown, as the serial number was not provided. Section d4: catalog number: complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, lens remains implanted. Section h3 - other (81): the implants were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: victor danzinger , daniel schartm¨ uller , marcus lisy , markus schranz , luca schwarzenbacher , claudette abela-formanek , rupert menapace , christina leydolt , intraindividual comparison of an enhanced monofocal and an aspheric monofocal intraocular lens of the same platform, american journal of ophthalmology (2023), doi: https://doi.org/10.1016/j.ajo.2023.11.006 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Intraindividual comparison of an enhanced monofocal and an aspheric monofocal intraocular lens of the same platfor a prospective, interventional, fellow-eye comparison clinical study was done to compare intraindividual differences in visual performance of a monofocal and enhanced monofocal intraocular lens (iol) of the same platform. A total of 84 eyes of 42 patients that completed the study with bilateral age-related cataract underwent cataract surgery and received a monofocal zcb00 iol in the dominant and an enhanced monofocal eyhance icb00 iol in the non-dominant eye. It was reported that 2 patients exhibited ongoing cystoid macular edema and 1 patient was presented with early unilateral primary posterior capsular fibrosis which was treated immediately without any further visual impairment after convalescence. In the eyes implanted with the monofocal zcb00 iol, an iol tilt mean score of 5.34 ± 1.42° [0.60; 7.80] was reported and an iol decentration mean score of 0.19 ± 0.09mm [0.01; 0.42] was reported. In the eyes implanted with the monofocal eyhance icb00 iol, an iol tilt mean score of 5.28 ± 1.22° [2.10; 7.90] was reported and an iol decentration mean score of 0.23 ± 0.13mm [0.04; 0.57] was reported. It was also reported that at 3mm total internal hoas and negative spherical aberration (sa) were increased in the icb00 cohort. A copy of the article is provided with this report.